Event description:
I've been using a so-clean device on my CPAP for 5 years. The tubing becomes discolored and I would simply replace. In (B)(6) 2020 I sent my resmed airsense 10 to resmed for repair due to a noisy motor. The unit was repaired at a cost of (B)(6) indicating the damage was due to ozone exposure. Seals were damaged as well as the motor and other parts being contaminated per the invoice from resmed. My wife found the february 2020 FDA report on these types of sanitation devices and based on the info I will not be using so -clean moving forward. While I suffer from chronic sinusitis, the condition seems to have worsened over the past 5 years after using so-clean. Congestion, headaches, difficulty breathing at times are all symptoms I've experienced. FDA safety report ID# (B)(4).